Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 occurred on home choice (hc) during use . The customer stated that during dwell time, when last re-filling of heating bag from supply bags is performed. Heating bag is always full (red clamp), supply bags (white clamps) are dried out. According to the distributor, there is an issue with the production and quality control of this product. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Update (B)(6) 2011: during dwell time, when last re-filling of heating bag from supply bags is performed. Heating bag is always full (red clamp), supply bags (white clamps) are dried out. Reports on system error 2240 began to grow on (B)(6) 2010 / (B)(6) 2011. Approximately 15 patients from different cities and with disparate therapies reported to us repeated unexplained weekly events (1-2 times in one week). Update (B)(6) 2011: this is an additional complaint opened (B)(4).